Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 801 module serial number unknown. The customer reported the ft3 results to a physician who asked for re-measurement of the sample. The sample was sent for an investigation and was tested on a cobas e801 module, cobas e602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e602 serial number was (B)(4). The e411 serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 551720 with an expiration date of 30-sep-2022. The ft3 reagent used at the investigation site on the e602 and e411 was lot number 547180 with an expiration date of 31-aug-2022. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 801 module serial number unknown. The customer reported the ft3 results to a physician who asked for re-measurement of the sample. The sample was sent for an investigation and was tested on a cobas e801 module, cobas e602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e602 serial number was (B)(4). The e411 serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 551720 with an expiration date of 30-sep-2022. The ft3 reagent used at the investigation site on the e602 and e411 was lot number 547180 with an expiration date of 31-aug-2022. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
A new sample collected from the patient was submitted for investigation. An interfering factor against sulforu-label of the assay could be identified in the sample. Product labeling for the assay states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin, or ruthenium can occur. These effects are minimized by suitable test design. No product problem could be found.

Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay has been confirmed within the sample. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem could not be found.